Event description:
The reporter states that the customer felt dizzy and shaky (hypoglycemic) and could not prime the accu-chek multiclix lancet device. As a result, the customer could not obtain a blood glucose test. The paramedics were called 30 minutes later and arrived in 3 minutes. The paramedics did not test or treat the customer. They transported him to the hospital. His initial bg was 27mg/dl on the professional meter. The customer was treated with 4 jelly sandwiches (hypoglycemia) and 5 bags of potassium(low potassium). New lancet device with lancets sent and return requested.